Event description:
A remstar device was returned to a third party service center as part of the sound abatement foam recall process with no initial alleged complaint during evaluation of the device, the service technician observed visible blower foam degradation additionally, the device had dust fail contamination and has a presence of error code e22 err_motor_flux_magnitude and e24 err_motor_speed_reverse. The device was scrapped by the service center after the evaluation was completed.